Event description:
It was reported that the patient had an occluded bypass of the right coronary artery. The lesion was a long and diffuse stenosis of the right coronary, at the mid and proximal section. The lesion was pre-dilated at 8atm with a 2.4 diameter balloon catheter to a 4mm diameter balloon catheter, with a length of 9mm. The stent delivery system (sds) was then advanced to the lesion, but it did not cross. Therefore, the lesion was again pre-dilated with a high-pressure balloon catheter. Then sds was advanced to the lesion and was deployed at 10 atm without difficulties, and it was post-dilated at 12 atm with the same sds. Negative pressure was applied to deflate the balloon and upon withdrawal of the sds, there was resistance noted with the guiding catheter. The guiding catheter was repositioned and the sds was pulled. The sds became smashed and the distal end separated and was located in the right coronary. After two hours, the sds was withdrawn using a loop with a guide wire. No patient effects were reported.